Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning. The lead impedance reading was low and had been trending low for the last eight months. Thresholds have been stable and sensing is appropriate. The lead remains in use. No patient complications have been repoted as a result of this event.